Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl and 2.3 mmol/l ketone level after performing a supply change resulting in a visit to the emergency room (ER). Contact suspected elevated bg/ketones may have been due to customer not properly loading the cartridge or improper infusion set insertion; however, this could not be confirmed. A 3 unit manual injection of novorapid was administered in the ER resolving bg. A supply change was performed and the customer continued to use the pump for insulin therapy.